Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection with naked eye and magnification noted a tear/hole at the upper left edge of the bag at the seam. Functional leak testing was performed by filling the bag with water and a leak was noted at the seam of the bag. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the side seam. This event occurred after filling the bag with an unspecified solution. There was no patient involvement. No additional information is available.